Manufacturer narrative:
(B)(4). The customer returned one guide wire which was partially retracted into the advancer tube. The exposed portion of the guide wire was unraveled from the distal end. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. Discoloration and necking of the core wire was observed and both welds appeared full and spherical. Dimensional inspection indicated that the broken core wire and outside diameter were within specification. A manual tug test revealed the proximal weld was intact. The device history record review did not reveal any manufacturing related issues. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. Other remarks: this internal specification is higher than the bs en iso (B)(4):1999 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Quarterly trending indicates a low, stable rate for unraveled guide wire complaints. Based on these circumstances, operational context caused or contributed to this event. No further action will be taken. The instruction booklet provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use.

Event description:
The customer alleges during insertion of the spring wire guide the physician noted that it unraveled. A new kit was used.